Event description:
It was reported that the patient experienced diaphragmatic stimulation from left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.